Event description:
The customer reported a damaged power cable. The fse reported an open connection resulting in the inability for the system to power to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.